Event description:
It was reported by the patient that she had a monarc sling implanted 7 years ago which "destroyed my health." The patient experienced vaginal erosion which was recently "repaired," chronic urinary tract infections resistant to antibiotics, chronic pain and bladder damage. The treatment may include laparoscopic removal of the sling and pelvic floor repair. There were no further patient complications reported as a result of this event.